Manufacturer narrative:
A customer from outside the united states reported observation of elevated atellica im high-sensitivity troponin I (tnih) results which were discordant relative to clinical indications and alternate-method testing when using tnih lot 108. Siemens is investigating.

Event description:
The customer observed elevated atellica im high-sensitivity troponin I (tnih) result which was discordant relative to clinical indications and alternate-method testing when using tnih lot 108. An initial elevated atellica im tnih result was obtained for the affected patient. The patient was referred to another facility, where ECG and troponin t testing were performed, with normal results. When the original sample was repeated on the atellica im analyzer, the initial elevated result was reproduced. When the patient¿s sample was tested for troponin I (beckman method) at an external lab, the result was within normal range (not elevated). There are no reports of any adverse patient consequences in association with the observed discordance.

Manufacturer narrative:
A customer from outside the united states reported observation of elevated atellica im high-sensitivity troponin I (tnih) results which were discordant relative to clinical indications and alternate-method testing. MDR 1219913-2025-00155 was initially submitted on 05-aug-2025. Update, 03-sep-2025: siemens has concluded the investigation. The customer reported reproducibly falsely-elevated atellica im tnih results conflicted with alternate-method test results. No issues were reported for any other patient samples. Siemens made multiple requests for additional information and material to permit investigation: quality control (qc) range information, patient history and diagnosis, and additional sample for follow-up testing. No additional information or material were received. The customer has since been operational with the assay and system, with no additional problems reported. There is insufficient available information to determine the specific cause of the identified discordance. It is noted that values obtained with different assay methods cannot be used interchangeably. The measured concentration of ctni in a given specimen can vary between assays due to differences in assay design and methodology. No systemic product problem was identified. Note: in section h6, the codes for investigation findings and investigation conclusions have been updated.